Manufacturer narrative:
Other relevant device(s) are: product ID: enew2020c80ee, serial/lot #: (B)(4), ubd: (B)(4) 2010, UDI#: 24-sep-2010; product ID: enew2424c80ee, serial/lot #: (B)(4), ubd: 10-dec-2010, UDI#: (B)(4); product ID: enlw1624c95ee, serial/lot #: (B)(4), ubd: 04-feb-2011, UDI#: (B)(4); product ID: enlw1616c120ee, serial/lot #: (B)(4), ubd: 27-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 72 mm diameter abdominal aortic aneurysm. It was reported that heli-fx endoanchors were implanted to treat a stent graft migration and unknown endoleak approximately 9 years 10 months post implant. Three endurant limb extensions were also implanted on the same day. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.